Event description:
The customer reported there was no image displayed and the 2800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop switch was repaired. The system operates as intended.